Manufacturer narrative:
Device not returned to manufacturer. Device history record and ncms were reviewed. No issues found with other devices in this lot. While the fracture was non-displaced, a competitor device and prophylactic cerclage cables were installed. Periprosthetic fracture is a known risk associated with total hip arthroplasty. Based on the details provided to the manufacturer, it is not possible to determine the exact cause of the periprosthetic fracture. The cause of periprosthetic fracture can be multifactorial, including but not limited to patient bone quality and surgical technique.

Event description:
Surgeon prepared the femoral canal to receive a size 8 femoral stem but elected to implant a size 7 femoral stem implant. After reduction of the hip, the surgeon noticed a non displaced fracture of the femur. The nextstep femoral stem was removed and prophylactic cerclage cables were installed along with a competitor device.